Manufacturer narrative:
A dent was found on the contact that the sensor interface board communication pin on the flow sensor contacts. It is possible that the pin was hit too hard. The sensor interface unit and the attached base position have been moved slightly to adjust the pin contact evenly.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.